Manufacturer narrative:
Following return and completion of laboratory analysis, another report will be completed.

Event description:
It was reported that during a routine follow up, this device exhibited an unexpected rate of battery depletion. Reportedly one year prior, an estimated remaining life of ten years was exhibited; however currently, exhibiting a remaining life of two years. All other parameters were noted, stable. Technical services reviewed device data and confirmed the unit is showing an accelerate rate of power consumption and should be explanted within 28 days to ensure a safe replacement window. The device was later explanted and is expected to be returned for analysis however not yet received.